Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the data at 0.0870 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, missing serial number label, faded end cap address label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 49 boluses listed on the event date 07-jun-2023 in the pump history file (primary svn 000315852593). Please see the first 10 boluses listed below on the event date 07-jun-2023 in the pump history file (primary svn 000315852593). 06/07/2023 00:03:51.000 normal bolus delivered (220). Bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 5000 (0.5 u). Bolus amount delivered: 5000 (0.5 u). 06/07/2023 00:08:35.000 normal bolus delivered (220). Bolus programming method: cl1micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 06/07/2023 00:13:43.000 normal bolus delivered (220). Bolus programming method: cl1auto bolus (9). Normal bolus amount programmed: 2750 (0.275 u). Bolus amount delivered: 2750 (0.275 u). 06/07/2023 00:18:35.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 06/07/2023 00:23:43.000 normal bolus delivered (220). Bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 3000 (0.3 u). Bolus amount delivered: 3000 (0.3 u). 06/07/2023 00:28:35.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 06/07/2023 00:33:45.000 normal bolus delivered (220). Bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 3250 (0.325 u). Bolus amount delivered: 3250 (0.325 u). 06/07/2023 00:38:33.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 06/07/2023 00:43:45.000 normal bolus delivered (220). Bolus programming method: cl1autobolus (9). Normal bolus amount programmed: 3500 (0.35 u). Bolus amount delivered: 3500 (0.35 u). 06/07/2023 00:48:35.000 normal bolus delivered (220). Bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). Please see below for the daily total of all insulin delivered on the event date 07-jun-2023 (primary svn 000315852593). 06/07/2023 16:06:00.000 daily totals g670 (63). Daily total collection start time: 06/07/2023 00:00:00.000. Daily total of all insulin delivered: 354000 (35.4 u). Dailytotalofbasalinsulindelivered: 61250 (6.125 u). Dailytotalofbolusinsulindelivered: 292750 (29.275 u). There were no usersuspended alarm noted in the pump history file on the event date 07-jun-2023 (primary svn 000315852593). There were no autosuspend (12) alarm noted in the pump history file (primary svn 000315852593). There were no insulin flow block alarm noted on the event date 03-jun-2023 in the pump history file on svn 000315852532. Please see below for the pump errors/alarms noted 1 week prior to the event date 07-jun-2023 in the pump history file (primary svn 000315852593). 06/03/2023 11:58:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/03/2023 12:08:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/04/2023 05:39:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/06/2023 18:49:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). 06/06/2023 18:53:53.000 batteryremoved (55). 06/06/2023 18:53:53.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/06/2023 18:54:07.000 batteryinserted (44). 06/07/2023 03:57:41.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. 06/07/2023 04:06:09.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. 06/07/2023 15:55:59.000 batteryremoved (55). 06/07/2023 15:56:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/07/2023 16:06:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/07/2023 16:19:16.000 alarmalertnotification (40). Faultnumber: battoutlimit (6) 06/07/2023 16:19:33.000 batteryremoved (55). 06/07/2023 16:19:33.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/07/2023 16:19:38.000 batteryinserted (44). 06/16/2023 15:14:16.000 batteryremoved (55). 06/16/2023 15:14:16.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:14:25.000 batteryinserted (44). 06/16/2023 15:14:44.000 batteryremoved (55). 06/16/2023 15:14:44.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:15:05.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/16/2023 15:16:52.000 batteryremoved (55). 06/16/2023 15:16:52.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:17:07.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). 06/16/2023 15:17:33.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/16/2023 15:17:41.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/16/2023 15:22:13.000 batteryremoved (55). 06/16/2023 15:22:13.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:22:28.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). 06/16/2023 15:22:53.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/16/2023 15:23:02.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). The pump properly paired with the guardian link 3 transmitter. After the pump completed sensor warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 6/13/2023 3:24:58 pm. There was no power data available for the date of 06/06/2023. Unable to check power data for low battery alert and power loss alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) not confirmed. Nodelivery (7) not confirmed. Battoutlimit (6) not confirmed. Pump error 23 not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 03-jun-2023 in the pump history file on svn 000315852532. 05/27/2023 06:39:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 05/30/2023 06:04:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/03/2023 11:58:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/03/2023 12:08:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/04/2023 05:39:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/06/2023 18:49:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104).. 06/06/2023 18:53:53.000 batteryremoved (55). 06/06/2023 18:53:53.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/06/2023 18:54:07.000 batteryinserted (44). 06/07/2023 03:57:41.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. 06/07/2023 04:06:09.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. 06/07/2023 15:56:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/07/2023 16:06:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/07/2023 16:19:16.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/07/2023 16:19:33.000 batteryremoved (55). 06/07/2023 16:19:33.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/07/2023 16:19:38.000 batteryinserted (44). 06/16/2023 15:14:16.000 batteryremoved (55). 06/16/2023 15:14:16.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:14:25.000 batteryinserted (44). 06/16/2023 15:14:44.000 batteryremoved (55). 06/16/2023 15:14:44.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:15:05.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/16/2023 15:16:52.000 batteryremoved (55). 06/16/2023 15:16:52.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:17:07.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). 06/16/2023 15:17:33.000 alarmalertnotification (40). Faultnumber: battoutlimit (6).. 06/16/2023 15:17:41.000 alarmalertnotification (40). Faultnumber: battoutlimit (6).. 06/16/2023 15:22:13.000 batteryremoved (55). 06/16/2023 15:22:13.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 06/16/2023 15:22:28.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). 06/16/2023 15:22:53.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 06/16/2023 15:23:02.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). The pump properly paired with the guardian link 3 transmitter. After the pump completed sensor warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 6/13/2023 3:24:58 pm. There was no power data available for the event date of 06/06/2023. Unable to check power data for low battery alert and power loss alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) not confirmed. Nodelivery (7) not confirmed. Battoutlimit (6) not confirmed. Pump error 23 not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer experienced hyperglycemia with a blood glucose value of 26.8mmol. Customer stated that pump was under delivering insulin because pump doesn't give any auto corrections. Customer was hospitalized and treated with IV insulin drip and no further patient complications were reported. Trouble shooting was done and customer asked to replace pump. The customer was using auto-mode feature of the insulin pump and customer has been using the insulin pump system within 48 hours of the event. The customer will discontinue to use the insulin pump and will be returned for analysis.